Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient underwent an unknown procedure on (B)(6) 2025. After all the femoral prep was done, chisel prep commenced. When impacting out, the chisel got stuck and snapped inside the femoral cutting block. The broach corail amt 12 was broken. All fragments were retrieved. There was no patient consequence. There was no surgical delay.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "when impacting out it got stucked and snapped inside the femoral cutting block. Please see attached photo. The product was not returned to medtech orthopedics, however photos were provided for review. (B)(4) re_ broken sigma hp uni fem fin blk sz 3 & sigma hp uni anterior chisel ref_ 202471300 _ ref_ 202485000 from bmi sr. Photos were provided for review, however the photos only show part and lot number and no other observation pertaining to the nature of the reported event could be identified. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the photographs provided contained insufficient evidence of the reported event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.